Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes underfilled. The following information was provided by the initial reporter: "the 10 ml red top tubes do not collect the indicated volume of 10 ml but 8 ml instead. This affects the total blood volumes for the studies undertaken at the site."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes underfilled. The following information was provided by the initial reporter: "the 10 ml red top tubes do not collect the indicated volume of 10 ml but 8 ml instead. This affects the total blood volumes for the studies undertaken at the site."